Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. The epg is expected to be returned for repair. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed customer the comment, both output connectors were broken. The hanger was also broken and all six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned to service.